Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose (bg) level related to the reported issue. A replacement usb cable and wall adapter were sent to the customer. Upon follow up, the customer reported that the alert cleared and the pump successfully began charging after using the replacement usb cable and wall adapter.